Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the endoscopic images disappearing could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the when using the evis x1 video system center, after connecting the gastrointestinal videoscope (gif-xz1200) and turning on the power, an error e532 (video cable not connected) occurred after a while and the endoscopic image disappeared. A clinical engineer checked the connection between the serial digital interface (sdi) cable and yc cable but there was no looseness. After restarting the device, the issue persisted. The issue was found during preparation for use. Scheduled cases were accommodated by using a separate set of rooms and there was no patient impact.

Manufacturer narrative:
The device was evaluated on site by an olympus and the issue could not be reproduced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event occurred due to inadequate connection of the scope. Olympus will continue to monitor field performance for this device.